Event description:
The hcp reported the patient's pump was refilled with medication and the pt was sent home. An hour later, the pt presented to the hospital with overdose symptoms and then became unresponsive. The pt was intubated and started on narcan IV. Several minutes later, the staff found the pt wide awake. A follow up report will be sent when additional information is received.